Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 16 2007. Evaluation summary: the infusion pump was tested for flow accuracy at 100 ml/hour, the infusion pump failed the accuracy test. The specification of this device is +/-5%. Evaluation was completed and the condition of failed accuracy, due to a defective phm (pump head module), was confirmed. The phm was replaced and the baxter technician tested the device.

Event description:
The device was returned for service. During service by baxter, the device failed accuracy test. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.